Event description:
A malfunction was reported, with the malfunction code displayed as malf 0. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information and assistance to the customer for resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reappear.